Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. The patient reported that they did not think the implant or patient programmer (pp) was working. The patient stated that they were not feeling stimulation and were not getting to the bathroom on time. The patient was asked to sync with the pp, but the pp was dead. The patient noted that they had tried different types of rechargeable batteries, but they were not working in the pp. It was indicated that the patient had a fall in (B)(6) of 2018 that may have been related to the issue and the patient was advised to follow up with a healthcare professional (hcp). Additional information was received from the patient. The patient reported that they had found some batteries and the pp was powering on. The patient synced with the implant using the pp noting that the therapy was on. The patient stated that they were set to program 1 at 1.3 v and increased to 1.6 v. No further complications were reported or were expected.